Manufacturer narrative:
(B)(4). One used sample was received with no cap on spike (loose in bag) and no cap on patient connector in reference to the reported condition of the twist clamp too tight to close. The sleeve was open and closed several times with difficulty noted. However, per measurement there was no excessive force required to operate this twist clamp. A (japanese) lab titanium adapter was functionally hand tightened without difficulty. The set was tested underwater with no leak noted. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter; however, the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer reported to baxter (B)(4) that the twist clamp of the transfer set was too tight to close. There was no patient injury or medical intervention. There is no additional information available.